Manufacturer narrative:
The investigation is ongoing. The device was discarded.

Event description:
As reported by our edwards affiliates in france, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, when inflating the balloon, it was observed that the balloon was "punctured". The delivery system (ds) was retrieved, and a new valve was used. No consequences for the patient and the patient was doing well post-procedure.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The commander delivery system was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation manual, and device procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leak was unable to be confirmed due to no imagery provided and the device not being returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Due to the unavailability of the device lot number, a review of the DHR and lot history was unable to be performed. A review of the IFU and training manuals revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from the packaging. As reported, "during the procedure, when it was tried to inflate the balloon, it was noticed that the balloon was punctured, the balloon leak." A balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper device preparation (crimping) or improper valve alignment techniques (excessive manipulation within tortuous anatomy). It may also be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles). In this case, due to the limited information provided, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.